Event description:
It was reported that following a lead revision procedure (MFR # 3006630150-2024-00874), wherein an electrocautery was used, the patients ipg was no longer working as intended when pre-operatively device was fully charged. The physician opted to replace the ipg. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Sc-1232, (sn: (B)(6)). The returned ipg was analyzed and the reported allegation of the patients ipg was no longer working as intended was confirmed. Despite multiple attempts, the ipg failed to charge or communicate. The investigation confirmed that the asic chip was damaged resulting in the reported allegation. Typically, this type of damage is caused by the ipg being exposed to the electrocautery reported. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event.

Event description:
It was reported that following a lead revision procedure (MFR # 3006630150-2024-00874), wherein an electrocautery was used, the patients ipg was no longer working as intended when pre-operatively device was fully charged. The physician opted to replace the ipg. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. Additional information was received that the patient was doing well postoperatively